Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited a high pacing threshold. X-ray confirmed lead dislodgement. The lead was removed and replaced.